Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02498. It was reported, the pt fell on his ipg and subsequently lost stimulation. The sjm rep was unable to establish communication with the ipg. X-ray did not show any system anomalies. Surgical intervention will be undertaken at a later date to address the issue.